Manufacturer narrative:
The customer indicated that the bwi products and equipment involved in the procedure did not cause the event. The customer also declined servicing on all bwi equipment. No further information regarding the procedure or the patient has been provided by the customer. Concomitant products: carto 3 system, (B)(4), us catalog # fg540000; stockert 70 rf generator, (B)(4), us catalog # s7001; coolflow irrigation pump, (B)(4); soundstar 10f-90, ge, us catalog # sndstr10g, lot # unknown; lasso 2515 nav variable catheter, us catalog # ln222515ct, lot # 15289184l; paraphasia electrophysiology catheter , us catalog # d708rhisrt, lot # 15148900. (B)(4). The returned ez steer thermocool nav bi-directional catheter was received by bwi and subjected to the following tests: electrical, leakage, temperature and generator. The catheter passed all tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition was not confirmed.

Event description:
It was reported that while performing an afib procedure, the patient had a small pericardial effusion towards the end of the case. Pericardiocentesis was performed. Patient is currently in stable condition. There were no error messages on any of the systems that were in use.